Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. No battery life issues were found in the black box. No moisture or contamination was found in the battery compartment. No damage was found to the battery cap. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. The returned battery cap fully tightened to the pump and powered it on. The current draws were within specifications. A battery life issue was not duplicated during investigation. The pump cover was removed to find no evidence of moisture or loose components inside the pump. The battery life issue was unable to be duplicated during investigation.